Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed user advisory "ua02" (compression tracking error) error message was confirmed during archive data review but not during fuctional testing. The autopulse platform functioned as intended, and the reported advisory message was not replicated during testing. Based on the archive data files, the probable root cause for the observed error message was due to the size value of the manikin used, very light in weight (108lbs-124lbs). No physical damage was observed during visual inspection. The autopulse platform passed the initial functional testing without any fault or error. The archive data review indicated ua02 error message, thus confirming the reported complaint. The archive revealed that the size value of the customer manikin used was only between 108lbs-124lbs. The value of an average person is 200lbs to 300lbs and the value of the smaller manikin that zoll uses for testing is approx. 310lbs. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse® has detected a change in lifeband tension. This advisory can happen when the manikin/patient or lifeband is out of position due to size of patient or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that the manikin/patient and the lifeband are properly aligned, and press restart. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During training by a hospital's educator, the lifeband (lot #unknown) will not retract after performing the first compression and then the autopulse platfrom (B)(4) displayed user advisory ua02 (compression tracking error). A manikin was used on the autopulse platform. The error message could not be cleared. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2021-01068 for the lifeband (lot #unknown).